Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that during the process of pod activation, the needle deployed early; this indicates a needle mechanism failure. The cannula had no visible abnormalities. No impact to the patient's glucose level was reported. The pod was not worn. As treatment, the patient placed a new pod.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed that would contribute to the needle mechanism deploying early. Timeouts were observed, although the observed timeouts did not appear to affect pod functionality and no drive resistance was felt. The pod arrived in pod state 15 delivering a total of 59 pulses. The cause of the reported needle mechanism failure could not be determined. The exposed portion of the soft cannula was observed to be kinked. Upon inspection of the soft cannula and fluid path found that the observed cannula damage did not affect the delivery of insulin and fluid was able to travel the complete fluid path. The timing and cause of the observed cannula damage could not be determined.